Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal experienced error i0486 "no instrument connected" during a therapeutic laparoscopic sleeve gastrectomy procedure. The nurse tried to unplug everything and plug it back in and the error code kept on, not allowing the device to work. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the unit worked correctly with no errors. The most probable cause of the complaint was the device problem excluded, which was the investigation findings clearly confirm that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.